Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative code was found in a ventilator's downloaded error log and the machine flow sensor needed to be replaced to address the issue. It was stated that the device was evaluated at the manufacturer's service center. This was incorrect. The device was evaluated at a third party service center.